Event description:
Related manufacturer number: 2017865-2022-16735. It was reported that the system was being explanted due to an infection unrelated to the system. During procedure, it was noted that both the right ventricular and left ventricular leads exhibited difficulty advancing the stylets. The right ventricular lead was able to be explanted successfully. Upon extraction of the left ventricular lead, a portion of the lead detached and was abandoned. The patient was stable.